Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Legal case.

Event description:
It was reported by claimant's attorney that the patient sustained injuries from a stryker 18x155 restoration modular stem with a 23+10 restoration modular calcar body, four 2mm dal-miles cables and 26.3 inner bipolar femoral head with a 50 for 26 bipolar outer femoral head on or about (B)(6) 2013.